Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels during the night reaching 60 mg/dl. Reportedly, low blood glucose levels are due to the basal rate needing to be adjusted. Customer ate honey to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting pump settings.